Event description:
It was reported, "the product was with escape for the connector" during use (detached). Reportedly, there were no patient complications or injuries.

Manufacturer narrative:
The device has not been returned for evaluation.